Event description:
It was reported that a leak was observed from y-site of a y-type catheter extension set. This occurred during infusion of a pre-med drug (benadryl). The nurse stated that the leak was not on the tubes, but rather right on the y-connection, hard plastic. There was patient involvement however there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the sample was received for evaluation. A visual inspection did not identify any issues with the set. Clear passage, functional and pressure testing were performed. The device passed the clear passage test but failed the pressure test. The sets failed between the tubing and the y-junction, confirming the reported leak condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date received by manufacturer for fu001 should have been 01/09/2014. During functional testing, the slide clamp was open and closed, and the device connected to an extension set and solution container. The set was primed and allowed to flow. The device failed this test. The cause was determined to be human error during the assembly process at the manufacturing facility. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.